Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the IV set/n35/20drop/f/cqx1/w/ll experienced leakage during use. The following information was provided by the initial reporter: after gave panitumumab, irinotecan and levoleucovorin calcium, the outside of the filter was wet and replaced by new route. The entire filter was wet and it seems drug leaked from the upper part of the filter.

Manufacturer narrative:
H.6. Investigation: when the airtightness of the actual product was checked (the relevant jis standard: 150kpa for 15 minutes, there was no water leakage when pressurized), liquid leakage was observed from the filter part (lower part). Therefore, we asked the filter manufacturer and distributor to investigate the material. According to the results of a survey by the filter manufacturer, the leak occurred from a damaged part near the outer edge of the upper vent membrane of the filter. In addition, the side hydrophilic film was damaged. Production related records could not be confirmed because the serial number is unknown. From the condition of the vent membrane, it was estimated that the vent membrane was damaged by the vent membrane cutting device where this product was worn or damaged, and liquid leakage occurred. This is the first time this event has been offered to us. Improve measures at the filter manufacturer and distributor from april 2019 (for vent membrane cutting equipment) replacement of the sonotrode) has been implemented. In addition, training for the maintenance team was implemented from august 2019 for production, and an image analysis system capable of detecting vent membrane damage was installed in july 2019 and started operation in october 2019. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the IV set/n35/20drop/f/cqx1/w/ll experienced leakage during use. The following information was provided by the initial reporter: after gave panitumumab, irinotecan and levoleucovorin calcium, the outside of the filter was wet and replaced by new route. The entire filter was wet and it seems drug leaked from the upper part of the filter.